Event description:
It was reported that, "they put on an external fixator for an open distal humerus fracture, when the pt was coming awake he became very disoriented and thrashing. One of the carbon fiber vectran rods (5 diameter by 150) snap in half when the pt tried to extend his arm while resisting staff request. The pt was re-intubated, and all the carbon rods were removed and replaced to stainless steel rods."

Manufacturer narrative:
Device not received. No eval will be performed. If the device or additional info becomes available, it will be reported on a supplemental report.